Event description:
From the distributor's report: 1) clinical trial site reports "serous drainage from wound, dehiscence approximately 2-3 mm". 2) vicryl sutures were used to close subcutaneous layer and the adhesive was used to close skin layer. 3) the patient is control subject and presented what appeared to be an abscess at incision site and was taken back to surgery for incision and drainage of wound. 4) areas of granulation were encountered which appeared to have organized granulation tracking down toward laminotomy site.